Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the aus. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual inspection revealed that the cuff had a hole due to a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. Leakage test revealed that the cuff had fluid loss due to a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the cuff tab. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leakage test. The pump passed the functional test. The balloon was visually inspected, leak and functionally tested. The balloon passed the visual inspection. No damage or abnormalities were found. The balloon passed the leakage test. The balloon passed the functional test. Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation as the reported symptom of urinary incontinence is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).